Event description:
It was reported that pump displayed malfunction alarm code 9, with no notable events before the issue and no indication that the customer¿s blood glucose exceeded safe levels. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was provided pump reset instructions, and successfully reset pump, and after reset malfunction did not recur, so customer was advised to continue using pump and to call back if any malfunction code appeared again, which customer acknowledged and understood.